Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak. However, possible factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 12x40mm armada 35 balloon dilatation catheter (bdc), the bdc did not inflate, and air aspirated from the balloon. A balloon rupture was suspected. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided.